Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the guide wire allegedly would not pass through the recanalization catheter. It was further reported that the same recanalization catheter, without a guide wire, would not advance past the distal end of a support catheter. Reportedly, another recanalization catheter was used to complete the procedure. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the crosser catheter was examined. The distal portion of the crosser catheter protruding out the distal end of the sidekick angled tapered support catheter. The distal end of the crosser catheter was examined under microscopic magnification. The outer catheter was observed to be bunched near the distal tip. The outer catheter was twisted between the marker band and the distal tip. The proximal portion of the crosser catheter was bunched just proximal to the hub of the sidekick angled tapered support catheter. No other anomalies were noted to the crosser catheter. The sidekick angled tapered support catheter was examined. The distal tip of the sidekick angled tapered support catheter was examined under microscopic magnification and was observed to be buckled in appearance, likely indicating retraction issues. Stretching was observed to the support catheter approximately 83.2m from the distal tip. The distal tip of the crosser catheter was protruding out the distal end of the sidekick catheter. No other visual anomalies were noted to the support catheter. Performance/functional evaluation: an attempt was made to remove the crosser catheter from the support catheter. The crosser catheter was unable to be retracted from the sidekick angled tapered support catheter. The outer catheter was removed near the distal tip and it was observed that the guidewire lumen was twisted around the core wire. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for retraction issues as the crosser catheter could not be removed from the sidekick angled tapered support catheter. The investigation is confirmed for material twisting as the guidewire lumen was observed to be twisted at the distal tip. The investigation is inconclusive for device-device incompatibility, as functional testing could not be performed due to the poor sample condition (i.e. Bunched catheter). It is unknown if procedural issues during the attachment of the catheter to the transducer contributed to the twisted catheter. It is possible that the use of the crosser catheter without a guidewire contributed to the advancement and retraction issues through the sidekick angled tapered support catheter. The definitive root cause could not be determined based upon the available information. Labeling review: the current crosser cto recanalization catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.